Manufacturer narrative:
The device was returned and evaluated by manufacturer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the corroded turbine interfered with the devices ability to rotate during analysis leading to a device stall. The returned rotawire within the complaint device was used for analysis. During analysis, the rotawire was able to be fully removed and reinserted into the device with no resistance or issues. No damages were detected to the wire. When the rotablator advancer was connected to the rotablator console and the foot pedal was pressed, the device stalled and would not run. During the device stall, the brake defeat button was compressed to determine wire movement. Manipulation to the wire was present and once button compression stopped, the wire was no longer moveable indicating no irregularity or issue during testing. In order to determine the cause for the device stall, destructive testing was performed, during which the advancer was dismantled, and the interior components were inspected for damages or defects. After destructive testing was performed, inspection revealed that the shutter was damaged. This damage could lead to fiberoptic interference.

Event description:
It was reported that the brake defeat button was not functioning as expected. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal left anterior descending artery (lad). A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the method of operating the break defeat button was not functioning as expected and could not treat the patient. The procedure was completed with a different device. There were no complications reported post procedure.

Event description:
It was reported that the brake defeat button was not functioning as expected. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal left anterior descending artery (lad). A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the method of operating the break defeat button was not functioning as expected, and could not treat the patient. The procedure was completed with a different device. There were no complications reported post procedure.